Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis but the reported failure(cannot activate monopolar from vio dv) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy could not be activated using the vio dv generator. The customer decided to use a ft10 generator to continue the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the ft10 generator. There was no injury to the patient.